Manufacturer narrative:
The reported complaint is non-verifiable. The investigation of the returned coil system found the pusher severely stretched, tangled, and broken at transition with the heater coil missing at distal. The broken distal end of the pusher was found tangled with the returned stent retriever protruding from the distal end of the returned microcatheter and no damages were found on the returned microcatheter. The reported complaint states the device was experiencing multiple non detachment attempts; however, the investigation is unable to determine the cause of the non-detachment due to the condition of the returned pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and its evaluation is ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the embolization treatment of an aneurysm in the right cerebral artery, a coil assist stent was implanted at the aneurysm neck. A microcatheter was in place in the aneurysm when the cosmos embolization coil was deployed. The coil was reported to not detach with multiple attempts using detachment controllers. An attempt was made to remove the coil, however, the coil was reported to stretch after about 2-3cm of the coil was removed. Part of the stretched damaged coil was pulled out with a vascular snare and a solitare x stent retriever in numerous tangled pieces. The broken coil remained mostly in the aneurysm and part remained under the stent. The remainder of the coil remained in the vessel from the m1 to ica on the right side. The patient is reported to be on dual antiplatelet therapy. There is no possibility to implant additional coils due to the stent blocking the access to the aneurysm. The patient is reported to be stable and is expected to undergo MRI in 3-6 months.